Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that three knives would not work and could not be used to make an incision during cataract surgery. Patient impact information is unknown. Additional information received clarified that there was no impact to the patient.

Manufacturer narrative:
Three opened knife samples were received for the report of knives were not working. One knife was received loose in a blister and two knives were received in blade protector trays. The returned samples were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is indicated to be available however, to date, no sample has been returned to manufacturing for evaluation for the report of knives were not working. Therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).